Manufacturer narrative:
During the preparation of an outback device for use, the cannula could not be retracted. Another outback was used to complete the procedure. There were no patient consequences. Further information is not available. The device was returned for analysis. One non-sterile outback was received coiled inside a plastic bag. There were blood residues observed on the catheter. The cannula was received fully retracted. A kink was noted approximately at 2.7 cm from distal tip end. The catheter measured 121.0 cm of usable length. The usable length of the catheter was within specification and measured. The cannula could not be measured due to kink condition in the tip. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014"gw and no obstruction was noted since the gw was inserted in the cannula guide wire port came out the hub as expected during functional test. The catheter shaft/nosecone spins smoothly as the rhv was rotated. The applicable cannula deployment test could be not performed since a kink was noted at 2.7cm from distal tip end, causing inability to deploy the cannula. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The 'cto catheter system retraction difficulty-unable to' reported by the customer was confirmed since the deployment test could not be performed due to the kink found in the body shaft. The exact cause of the kink in the body shaft could be not determined. However, controls are in place to prevent defects such as kinks in the shaft and nosecone. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the body shaft kink and reported issue retracting the cannula. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the procedure and before re-entering the outback into the correct lumen the hcp observed, that the tip of the outback cto catheter could not be retracted. The physician removed it successfully with help of the catheter and finished the procedure with another outback. This is reported to have occurred outside of the patient and there were no patient consequences. Further information is not available. The device has been returned for analysis.